Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter(fm) was observed in 1 tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo did not show any evidence of foreign matter. The photo conveys evidence of an additive, which is expected. A total of 100 retained samples were visually observed, and no foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter(fm) was observed in 1 tube. There was no health impact or consequences reported.